Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced excessive pain at the device pocket site and nerve pain down the left arm. All electrical measurements were normal. Upon opening the pocket it was noted that there were lots of sutures inside; the physician was concerned the excessive sutures might have compromised the leads. The physician elected to explant and replace both the right ventricular and right atrial leads; the device remained implanted. The procedure was completed without any complications and the patient left the operating room in stable condition.